Manufacturer narrative:
The evaluation results found that the device was returned with no damage in the external components. The provided device was activated manually and straps were delivered properly. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. The device functioned as expected. Upon disassembly, no damage is evident and no conclusions can be drawn.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent hernia repair procedure on (B)(6) 2018 and absorbable straps were used. During the procedure, the device staples did not hold the mesh. No additional information was provided.